Event description:
It was reported that the patient received a durom hip generic on the right side on (B)(6) 2011 and is being monitored due to pain, limping, stiffness, and burning around incision.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring as ongoing for revisions with durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the u.s. Which was initiated in november 2009 as a corrective action and reported to the national component authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA on july 2008 as correction (B)(4). The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).